Manufacturer narrative:
Findings; pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported around the reservoir compartment has come off. The part of the reservoir compartment came off and reservoir cap does not sit correctly. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.